Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Per additional information received, the patient has experienced urinary obstruction, urinary retention, mesh erosion, recurrent vaginal bleeding, necrosis, infection, erosion of the anterior vaginal wall, a grade four enterocele, a rectocele, pelvic pain, vaginal pain, ulceration, herniation, urinary incontinence, anxiety, chronic constipation, recurrent vaginal/bladder infections, retention of urine, recurrent urinary tract infections, genital prolapse, nocturia, occasional urgency, pessary use, urinary obstruction, necrosis infection and erosion of the anterior wall post cystocele repair with avaulta mesh, grade four enterocele, rectocele, vaginal bleeding, atrophy of the vulva vaginal tissues, mesh exposure, extensive transvaginal urethrolysis (x2), removal of obturator sling, anterior vaginal reconstruction for removal of mesh, dissection of mesh from the obturator muscle, cystocele repair, enterocele repair, rectocele repair, herniated anterior vaginal wall, vaginal wall suspension with modified sacrospinous ligament fixation, erosion of the urethra and erosion of the bladder wall, prolapse of the posterior vaginal wall, continued use of foley catheter, failed voiding trial, self-catheterization 3x/day, necrosis and absence of anterior vaginal wall and perivesical fascia, bleeding, recurrent cystocele, cystocele repair with fascia lata tendon, short vagina, slight bulge, distorted vagina, recurrent cystitis, atrophic vaginitis, dysuria, bladder spasms, urethral calibration, trabeculation of bladder wall, vaginal pain, dysuria, nocturia, chronic low back pain, recurrent enterocele and repair, vaginal vault suspension with autologous fascia lata from right thigh, proximal cystocele repair with fascia lata, post-operative retention, use of kegel exercises, recurrent rectocele, left iliotibial band pain from hip to knee, physical therapy treatments, difficulty walking, muscle weakness, stiffness of right and left hip, right hip pain, pelvic pain, splinting to move her bowels, unaware incontinence requiring daily pad use, urinary urgency, constipation and bladder stone with laser litholapaxy. She has required multiple surgical and nonsurgical interventions.